Event description:
A false nonreactive advia centaur (B)(6) total result was obtained on a redrawn patient sample and was reported to the physician. The physician questioned the result. The initial sample result was reactive. All the patient samples were retested and the results were reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
The cause for the false nonreactive (B)(6) total result is unknown. No further evaluation of the device is required.